Event description:
It was reported that in 2002 following a tah/rpu procedure performed in 2002, the patient developed abdominal pain and a yellow vaginal discharge. The patient was treated with cipro and flagyl. No cultures were performed. 2 months later, the implanted tissue was removed. No further complications have been reported.